Manufacturer narrative:
Pump received with flashing medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Missing segments/partial display not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump received with flashing medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Missing segments/partial display not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated that insulin pump was flashing, led red light was blinking. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.